Event description:
Per independent repair center statement, the unit is alarming and shuts down. The key failure is the 4-way valve is not shifting. Additional malfunctions are the pilot valve is alarming, the sieve beds are saturated, and the power switch has no alarm.